Event description:
The customer reported that the system intermittently displayed a communication failure error message. This error message is likely to result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.